Event description:
Complainant alleged that during biomed tesitng, the device displayed a "bridge test failed". Message. Complainant indicated that there was no pt involvement in the reported malfunction.